Event description:
An issue was identified with transfer straws and culture and sensitivity tubes from two separate lots. The concern was that some straws were partially outside their packaging, and the seams were not fully sealed, compromising sterility. As the product requires sterile collection, it was deemed unusable. The manufacturer representative was contacted, and an incident report was filed. An educational update will be sent to all areas using the product, instructing staff to set aside any opened packages and not use them. Pt code: 4580. Device codes: 1421, 1444. Ref report: mw5178927.